Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively established. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding and infection (local, driveline, and pump pocket) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low international normalized ratio (inr) values on (B)(6) 2023 and (B)(6) 2023 requiring intervention with subcutaneous medication. The patient¿s low inrs resolved with treatment. Additional information stated that the patient¿s driveline was improving, and the patient was discharged on oral antibiotics for 6 weeks. No other treatment was required as the patient¿s hemoglobin stabilized and there were no further signs of bleeding.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the clinic and was admitted on (B)(6) 2023 for query bleed and driveline infection with increased discharge. The low abdomen and epigastrium was tender. Cultures were positive for staphylococcus intermedius. The patient was given intravenous antibiotics. On (B)(6) 2023, the patient complained of a new hematemesis overnight and once per week. The patient had epistaxis during the day and had blood in their vomit. The patient started having black stools and melena stools while in the hospital. On (B)(6) 2023, the patient had low international normalized ratio (inr) value which required intervention with subcutaneous enoxaparin. The low inr value resolved without sequalae on (B)(6) 2023.